Event description:
Pt reported that he purchased ten nasal cannulas off the internet, and when he received them he connected it to his o2 tank and placed it on and smelled an odor and could not breathe. Pt contacted the company and informed them of the problem and they sent him ten boxes, a total of 500.